Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: b5; h6 problem code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: b30 scope communication error code. A root cause could not be identified. Based on the results of the investigation, it is likely there was no image and a scope communication error code due to a damaged board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the bronchovideoscope had no image with a e226 scope communication error code.

Event description:
It was reported that during inspection for use, the bronchovideoscope displayed an e226 communication error. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.